Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/25/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was smoking during use. Examination of the received device on august 8, 2016 found a large strip of insulation is missing from the jaw wire. The customer confirmed the insulation disengaged during the procedure, but did not fall within the patient cavity.

Manufacturer narrative:
(B)(4). Date of follow-up report: 09/14/2016. One used ls1037 ligasure device was received, and examination of the returned sample could not confirm the reported issue with smoking. The device was activated multiple times on simulated tissue with acceptable results, and mechanical testing found no defects. However, a separate and non-contributing issue of missing insulation was identified. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. There is nothing known in the manufacturing process that would cause this type of slicing damage. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications. The investigation identified the root cause of the issue to be user error, where the insulation shows signs of damage with rough use or improper handling through a trocar. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient.